Event description:
It was reported, the pt had persistent pain at the ipg site regardless of whether it was turned on or off. The physician suggested a pocket revision but the pt did not want to undergo a surgery at this time. Follow-up info rec'd the pt's pain was resolving.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.